Event description:
The customer reported that the image was distorted. There was no report of patient or user injury due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (distorted image) was not confirmed. In addition, service found that the bending angle in up direction was out of specification due to wear of the angulation wire, the adhesive on the bending section cover was detached, abnormal sound was generated due to damaged angulation lever, and the connecting tube was wrinkled. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded. Olympus will continue to monitor field performance for this device.